Manufacturer narrative:
(B)(4).

Event description:
It was reported that a slight increase in impedance was observed via remote transmission. Noise was observed with muscle movement. The noise was difficult to reproduce. The lead remains implanted and will continue to be monitored. The patient was stable.